Manufacturer narrative:
(B)(4) - there was no information provided that would indicate a causal relationship between the peritoneal dialysis and use of fresenius products and the fluid overload and pneumonia. Pneumonia is unlikely related to the peritoneal dialysis and fresenius products. Fluid overload is possibly related to peritoneal dialysis with fresenius products. The plant investigation has not yet been completed. A follow up report will be filed upon completion of the evaluation.

Event description:
The peritoneal dialysis (pd) nurse reported that the patient was hospitalized on (B)(6) 2016 due to fluid overload. The patient was treated for the fluid overload and discharged from the hospital on (B)(6) 2016. That patient reported to the pd nurse that the issues have been occurring over the past three months. The pd nurse reported that the patient peritoneal dialysis treatment will be changed from 1.50% to 4.25% in order to pull more fluid from the patient temporarily. The patient also reported being hospitalized due to pneumonia and felt better post hospital discharge.

Manufacturer narrative:
The liberty cycler was not repaired or replaced against this complaint. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
The peritoneal dialysis (pd) nurse reported that the patient was hospitalized on (B)(6) 2016 due to fluid overload. The patient was treated for the fluid overload and discharged from the hospital on (B)(6) 2016. That patient reported to the pd nurse that the issues have been occurring over the past three months. The pd nurse reported that the patient peritoneal dialysis treatment will be changed from 1.50% to 4.25% in order to pull more fluid from the patient temporarily. The patient also reported being hospitalized due to pneumonia and felt better post hospital discharge.